Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 72-year-old male patient, the device displayed " compressor fault 3001 " message. Complainant indicated that the clinician's manually bagged the patient and obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a pre-caution. No accessories were returned as part of this investigation. The device passed the final test procedure, was recertified, and returned to the customer. It's important to note that this is a low priority alarm and the device is able to ventilate. Analysis for reports of this type has not identified an increase in trend